Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings which resulted in early sensor retirement. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value: a. On (B)(6) 2025 10:52 pm; sg out of range low, bg 272 mg/dl; 30 minutes later sg out of range low, trend arrow straight, customer did nothing that could influence blood sugar b. On (B)(6) 2025 1:16 am; sg out of range low, bg 247 mg/dl; 30 minutes later sg out of range low, trend arrow straight, customer did nothing that could influence blood sugar c. On (B)(6) 2025 3:20 am; sg out of range low, bg 231 mg/dl; 30 minutes later sensor suspend, trend arrow straight, customer did nothing that could influence blood sugar d. On (B)(6) 2025 4:10 pm; sg out of range low, bg 359 mg/dl; 30 minutes later sg out of range low, trend arrow straight, customer did nothing that could influence blood sugar. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 29th may 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance deviation, and an RMA was authorized for the return of the sensor for further investigation. The sensor was returned; however, in-house testing could not be performed as the sensor was not readable due to a potential sensor electronic issue, which was not observed in the sensor in vivo data. The electronic failure likely happened during handling after the explant process or transportation of the sensor to senseonics, and is unrelated to the complaint. A review of the sensor in-vivo data revealed optical instability which most likely contributed to the inaccuracies observed. The user was offered a sensor replacement as a resolution. B4.date of this report 27 august 2025. G3.date received by the manufacturer? 27 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.